Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased, but in-range, pace impedance measurements. Upon additional follow up several months later, pace impedance measurements were observed to have continued decreasing. A revision procedure was subsequently performed for device replacement due to normal battery depletion and to implant a new rv lead. At that time the physician attempted to implant a new lead but was unsuccessful as they could not gain venous access. As such, the physician elected to connect the chronic rv lead to a new device noting an insulation breach near the terminal pin of the lead. Upon connecting the lead to the new device intermittent asystole greater than two seconds was observed. The physician then decided to abandon implant of the new device and reconnect the lead to the patient's chronic device. Approximately two weeks later a second revision procedure was performed wherein a new rv lead and pacemaker were successfully implanted. The chronic device was explanted and rv lead surgically abandoned. No adverse patient effects were reported. This system is no longer in service.

Manufacturer narrative:
The attempted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.